Event description:
Customer's mother reported her daughter was currently in the intensive care unit with diabetes ketoacidosis. The mother stated her daughter's insulin pump was broken. The mother stated she would call back with more details. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.